Manufacturer narrative:
Film evaluation summary; the exact cause of the inability to deploy the stent grafts could not be determined from the pre-implant films provided. Films during implant were not available and the reported events could not be assessed. The devices were also not available for return and analysis; however, no deployment issues were reported when deployed outside the patient. It appears most likely that the patient¿s tortuous anatomy led to the deployment issues. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system. Other relevant devices are: etlw1620c124ej; s/n: (B)(4); use by date: 2017-10-09; upn #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 45 mm abdominal aortic aneurysm. It was reported that during the index procedure while attempting to deliver the contralateral limb via the left approach, delivery was difficult due to the severely tortuous vessel. After the limb reached the target lesion the graft cover could not be withdrawn when the external slider was turned, and the stent could not be deployed. Another attempt was made at deployment by pulling the trigger, however, graft cover still did not move and so the stent graft system was removed. Using a pull-through technique from the left brachial artery, and the advancement of a 16fr sentrant sheath to the common iliac artery, and by pulling the guidewire from both sides, a second device was inserted and finally delivered to the target lesion. However, similarly to the first device, the graft cover could not be withdrawn and the device could not be deployed and was removed. The two device were both deployed successfully in vitro. The patient received treatment with a laparotomy performed using the graft of the main body. The contralateral gate was overlapped with an artificial blood vessel to cover the common iliac artery. As per the physician the cause of the event was anatomy related, due to the access site with severe tortuosity which may have locked the graft cover in place. No additional clinical sequelae were reported and the patient is fine.